Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for non-malignant pain and lumbar radiculopathy. It was reported that the patient had not been using their stimulator and it was not working. The MRI tech did not have any additional details regarding the device not working. It was then recommended that the patient should follow-up with their healthcare professional (hcp) to address the device issue. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the neurostimulator was unable to recharge and the battery was completely discharged. A manufacturer representative (rep) met with the patient on (B)(6) 2019 to try to reprogram the device one more time to reach therapeutic levels for pain relief before the patient made the final decision to remove the system. An interrogation of the device found the battery was completely discharged. The patient noted they never charged it because they did not feel the system ever worked for them. It was also reported that the patient had significant pain in the left buttock region where the device was implanted and their pain was poorly controlled. The patient stated the device was causing significant pain with lying on their left side as it was tilted, causing pain in the upper, left buttock region. The patient also believed that it was exacerbating their fibromyalgia pain. The patient wanted the system removed if it was not going to work for them and cause them pain. The system was removed on 2019-12-06 and the event was noted to be resolved without sequelae. The cause of the event was not provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's ins was overdischarged as they hadn't used the device in a couple of years. It was reviewed that multiple prms might be required to recover the ins from the overdischarged state. No further complications reported.